Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving a shock. The patient was admitted to the hospital for further evaluation. Initial efforts to interrogate the device were unsuccessful despite extensive troubleshooting efforts. The device was eventually successful and a code 1003 was identified. The device had been successfully interrogated six weeks earlier and 6.5 years of remaining longevity was displayed. The device was explanted and replaced with a competitive device. No additional adverse patient effects were reported.